Event description:
The customer reported multiple error messages. This resulted in a loss of imaging functionality. Functionality was recovered with a reboot. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The boards in the card rack were reseated. The vdc at backplane was found at 5.12 vcd, and was adjusted to measure 5.19 at ffb. Cleaned and reseated vc, si, ip, and da pcbs in workstation. Erased program flash nodes. The system was tested and found to be working as intended and returned to service.